Manufacturer narrative:
Internal report # (B)(4). Returned pen needles evaluated with no defect found. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Note: manufacturer contacted customer on 2/20/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer states she was prescribed a different brand pen needle and having the same issue. Advised to make sure she is using a compatible pen injector. No medical attention or symptoms reported.

Event description:
Consumer reported complaint for pen needle not aligning and inaccurate dispense of insulin. Customer is concerned and stated she has had to use multiple pen needles to administer 20 units of insulin. Customer stated sometimes the pen needle is not aligning properly and is not dispensing insulin all the way. Customer is using true plus pen needles lot y56w7/x56zh1. Customer did not have to seek medical attention at a previous time. The customer feels well and did not report any symptoms. Customer did not claim they were injured while using the product or that they were stuck with the needle.